Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The local representative was checking the system. Technical services discussed some options with the caller. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via reduced intrinsic complexes. Technical services advised some testing options. The local representative checked the device and found that the primary sensing vector was the best option. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The local representative was checking the system. Technical services discussed some options with the caller. There were no additional adverse patient effects. The system remains implanted.